Event description:
A (B)(6) male pt called zoll customer support to report that his battery charger/modem would not power up. The pt was issued a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (will not power up) was confirmed. Upon evaluation power supply connector was defective, which prevented the battery charger/modem from powering up. The root cause of the defective connector could not be positively identified. No adverse event resulted from the damaged power supply connector. The pt received a replacement battery charger/modem.